Manufacturer narrative:
The customer replaced the cartridge, however, it did not resolve the issue. The customer was sent a new replacement printer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lemark printer toner cartridge leak. No exposure or injury was reported.